Event description:
Pt has recently experienced an increase in seizure activity above their pre-vns baseline frequency. The pt's device is reportedly programmed to very low settings as they can not tolerate higher device settings. Follow-up with treating neurologist is planned.